Manufacturer narrative:
(B)(4), follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001523108 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. The valves are functionally tested 100% from the supplier and for these lots during the manufacturing process, to ensure the valve doesn't leak. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Injury (patient / other): no. Product possibly involved in violation: no. Product available for examination: no. Detection site: 2 - on application. Origin: patient. Catheter location: not known. Complaint: the catheter valve leaks without a drainage set being connected. Product information: article no.: 50-7050/v001 - pleurx¿ pleural catheter. Additionally affected item no.: 50-7050/v001 - pleurx¿ pleural catheter. Additionally affected lot no.: 0001523108. Additionally affected UDI no. Affected component article no. Affected component lot no. Additional information: description of issue (what / why): valve leaks. How often occured defect: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: valve change. Photo / sample available: no. Safety valve broken / damaged / disconnected: no. Safety clamp open, when valve broke/damaged/disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken / damaged: no. Leakage: yes. Successful drainage: yes. Impact to patient: not injured. Exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Connected device (pleurx/peritx/brand) 50-7050. Procedure performed by: physician. Procedure performed at: hospital. Replacement requested: no. Credit requested: yes. Additional information: information on the error pattern: fault location: valve. Type of fault: leaking.

Event description:
Injury (patient / other): no product possibly involved in violation: no product available for examination: no detection site: 2 - on application origin: patient catheter location: not known complaint: the catheter valve leaks without a drainage set being connected. Product information: article no.: 50-7050/v001 - pleurx¿ pleural catheter additionally affected item no.: 50-7050/v001 - pleurx¿ pleural catheter additionally affected lot no.: 0001523108 additional information: description of issue (what / why): valve leaks how often occured defect: once medical intervention (other than first aid): no needle/probe stick: no other actions taken: no safety issue: no issue resolved: yes how issue resolved / additional information: valve change photo / sample available: no safety valve broken / damaged / disconnected: no safety clamp open, when valve broke/damaged/disconnected: no safety valve nose broken / damaged: no locking tab broken / damaged: no leakage: yes successful drainage: yes impact to patient: not injured exposure to blood / bodily fluid: no course of treatment changed due to event: no connected device (pleurx/peritx/brand) 50-7050 procedure performed by: physician procedure performed at: hospital replacement requested: no credit requested: yes additional information: information on the error pattern: fault location: valve type of fault: leaking.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0504 patient problem code: f26.